Event description:
It is reported that the device was implanted in 2004, and revised in 2009, due to the tibial baseplate loosening. Upon removal of tibia, there was no residual cement. It is reported that the surgeon's prior technique was to dip implants into bacitracin prior to implanting. Presently, he has discontinued this technique.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 4 years and 7 months. It was stated on the product experience report that "upon removal of tibia, there was no residual cement." However, the tibial tray was not returned for evaluation. The product experience report also indicated that the surgeon's prior technique was to dip the implants in bacitracin, an antibiotic, prior to implantation. The introduction of antibiotic bone cements have since made techniques such as the one described obsolete. While the cause of the tibial tray loosening can not be definitively determined, it is important to note that any substance applied to the implant, or mixed with the bone cement, may leave a film, which could potentially interfere with the mechanical bond between the implant and bone cement. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.